Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that three different proglide devices were removed from the packaging and flushed during preparation. After flushing, bends were observed in shaft of each proglide. The proglide devices were not used and there was no patient involvement. There was no clinically significant delay to the intended procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided. Subsequent preliminary analysis of the returned device, on (B)(6) 2016, shows blood in the marker lumen, indicative of use in the anatomy. It is recognized that the once a proglide device was used in and removed from the anatomy, further action is required to achieve hemostasis. The site reporter was contacted and could provide no additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The suture mediated closure system was returned with blood in and on the device indicating the device was inserted into the patient. The lever was closed and the foot was retracted, the plunger, suture, link, both needle tips and both cuffs were in a pre-deployed position indicating the foot and device was not deployed. The proximal end of the sheath was kinked confirming the reported shaft bend. The reported bend appears to be related to device handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.